Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the body conductor was broken less than 5cm from the proximal end and the broken conductor had a coiled wire in the body.

Event description:
Additional information received from the company representative reported after the "adapter" was replaced, the new one operated normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a health care professional (hcp) and a company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was an adapter disconnection/fracture. No x-ray images were available. There were no falls related to the event and no symptoms were noted. The impedance was low as a result of an impedance measurement. A replacement procedure was performed since the physician considered the event might impact the therapy. The issue was resolved at the time of report.